Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold a month post implant. Moreover, the physician thought that likely there was a small perforation as the patient had an effusion which was resolving itself. Additional information was obtained indicating that the suspected cause of high threshold was the perforation of the rv lead. Further, the effusion was noted after the lead revision but was improving. This rv lead was repaired. No additional adverse patient effects were reported.